Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, when the chronic right ventricular (rv) lead was connected to the new device, high out of range shock impedance measurements of greater than 200 ohms were seen when programmed in the triad configuration. Pacing impedance was within normal range and there was no noise present. The physician attempted to disconnect and reconnect the lead several times with the same result. It was noted that when programmed rv to can a normal impedance measurement of 70 ohms was seen. Boston scientific technical services (ts) was consulted and suggested further troubleshooting. Ultimately the rv lead and device were left in service with the rv to can programming. No adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement, thus a revision procedure was performed. Upon opening pocket, they physician noticed that the distal coil on the right ventricular (rv) lead was still in it's original implant location, however the proximal coil had dislodged and was almost to pocket. Fluoroscopy imagining noted a fracture between the yolk and distal coil. The yolk was cut off of the lead and the rest of the lead was surgically abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.